Manufacturer narrative:
According to the report, sparking was noted during use and part of the device melted. There were no injuries associated with this event and there was no impact to the patient. The device was returned to cardiogenesis for evaluation. An evaluation of the returned device revealed damage to the multilament fiber near the coupler. The damage consisted of broken optical fibers within the multilament fiber bundle. Minor melting of the fiber bundle sheath was also noted in the location of the broken fibers. The observed damage would have resulted from bending the multifilament fiber bundle at a sharp angle while pulsing laser through the fiber. Upon breakage of the fibers, the emitted laser would then have melted the fiber bundle sheath in that location. The instructions for use instructs the user to avoid bending the fiber at sharp angles due to the damage that will result. Furthermore, cardiogenesis has redesigned the handpiece to avoid future occurrences of this nature. One characteristic of the redesigned handpiece is an additional piece of tubing along the entire multifilament fiber. This tubing provides additional rigidity and will help prevent bending the fiber bundle at a sharp angle. Since the redesign addresses this failure mode, no further action is required at this time.

Event description:
According to the report, bioglue was used in ascending aorta replacement for the acute aortic dissection in (B)(6) 2012. Approximately 8 months later, the patient developed an aneurysm and an aortic root replacement procedure was performed. During the reoperation, the surgeon found that the area of the false aneurysm was an area different from area to which bioglue was applied.

Manufacturer narrative:
Cryolife has initiated an investigation and is attempting to obtain additional information. The results of the investigation and any additional information obtained will be provided in a follow-up report.